Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the battery contacts were compressed. One side bail cover and ring cover were broken and one bail and ring were missing. The keyboard was pitted and scratched and the serial number label was damaged.

Event description:
The external pulse generator was returned for correction due to a field advisory. It subsequently tested out of specification during the manufacturer's analysis.